Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port was loose, and the pump was intermittently unable to charge without the usb cable being maneuvered in the usb port. The customer's blood glucose level was around 200 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.